Event description:
It was reported to olympus, that the hd autoclavable camera head had a b30 scope communication error. It was noted that the procedure was a therapeutic laparoscopy and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the video connector and coupler unit were broken. It was also noted that the video connector was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, video connector damage and flooding have been confirmed. Therefore, it was determined that the video function did not work properly due to video connector damage and flooding, resulting in the phenomenon [b30 (scope communication error)]. It was recommended to replace the cable unit and coupler unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual regarding flooding identifies the following related verbiage which could have prevented the phenomenon: ¿dangers, warnings, and cautions: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector.¿ olympus will continue to monitor field performance for this device.